Event description:
Procedure: ivc filter placed via femoral approach. The filter remains where it was placed, one of the secondary struts/legs appears to be detached and currently in the pulmonary artery. The physicians attempted, unsuccessfully, to snare the fractured filter leg. Attempts were made for approx 30 minutes. The leg could not be snared and because the pt is asymptomatic, the leg was left in place. The pt is reporting chest pains.

Manufacturer narrative:
Lot# info and date of event was not provided by reporter. (B)(4). Event: still under investigation at this time.